Event description:
It was reported that the patient underwent breast reconstruction on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a rash at the site of the topical skin adhesive. The patient was treated with otc benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent breast reconstruction with general anesthesia on (B)(6) 2015 and topical skin adhesive was used for the incision on the left breast. Prior to the application of the topical skin adhesive, the area of the incision was cleaned with betadine before tissue expander and no dressing was placed over the incision. On (B)(6) 2015, the patient experienced a rash at the site of the topical skin adhesive. The topical skin adhesive has been removed. No another method was used to close the incision. No culture, patch or sensitivity tests were performed. As of (B)(6) 2015, the reaction has been healed. (B)(4).